Event description:
It was reported that during an esophagectomy procedure, there was defect of loading clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: two devices were returned for analysis. Both devices were returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.